Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and severely tortuous distal left circumflex artery (lcx). A non-bsc guide wire crossed the lesion. The 1.5mm x 20mm apex flex balloon catheter was advanced, but was not able to cross the lesion. Inflation was performed once to 12atms. During the second inflation, the balloon ruptured at 14atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).